Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the equipment overheated during a surgical procedure. This resulted in a thermal injury at the incision site which required sutures to close the wound. The sutured wound leaked resulting in low intraocular pressure. Additional information has been requested.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following ¿the customer reported a thermal burn and low intraocular pressure (iop) in the right eye (od). This is a (B)(6) female patient with a grade 3 cataract. Preoperative report: visual acuity (va) 0.2, best corrected va (bcva): 0.5, and iop: 18. Intraoperative report: the thermal injury occurred at the incision site. During cataract surgery (u/s), the doctor felt the heat from the hand piece in his right finger, he took out the handpiece tip immediately from the incision part, but it had the thermal burn has already occurred. Three sutures were placed to seal the wound and a contact lens was placed. The surgeon felt the low iop was due to wound leakage. Additional, related, ocular and medical history was requested from the surgeon but was not obtained. Post-operative report: va: 0.5, bcva: 0.6, iop: 9. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).